Manufacturer narrative:
A temporal relationship exists between the liberty cycler/ liberty cycler set and the patient¿s corynebacterium peritonitis event. However, there is no reported allegation of a liberty cycler/liberty cycler set malfunction or any supporting documentation implicating a causal association. Based on the available information, the source of the pt¿s peritonitis infection can not be determined. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis (pd) patient reported to technical support encountering a patient line blocked alarm. The patient also indicated that the patient was being treated for peritonitis. Follow up with the patient peritoneal dialysis nurse indicated that on (B)(6) 2017 this patient had a pd effluent culture obtained which revealed the presence of white blood cells (wbc) and growth of bacilli microbes suggestive of the corynebacterium organism. The patient was initially treated outpatient with one dose of vancomycin 1000 milligrams (mg) intraperitoneal (ip) and one dose of ceftazidime 2000 mg ip. It is unknown if the patient was continued on further antibiotic therapy. The source of the patient¿s peritonitis infection is unknown at this time. However, the patient¿s pd nurse reported there were no known occurrence of any liberty cycler/liberty cycler set fluid leaks or malfunctions that could have contributed to the patient¿s peritonitis event. The patient continues with pd therapy.